Event description:
Reporter stated that a comparison between their surestep meter and a hcp meter was 109 mg/dl (ss) and 145 mg/dl (hcp), respectively (25% difference). No symptoms were reported. There was no allegation of harm.